Event description:
This was reported via an article titled "latrogenic common femoral artery occlusion caused by a suture-mediated closure system: a case report." It was reported via a research article that proglides have widely been used for achieving better hemostasis and reducing complications compared with manual compression. The rates of complications such as hematoma, bleeding, pseudoaneurysm, thrombosis and infection are reported to be 0 to 6%. Common femoral artery stenosis/ occlusion is rarely reported. The treatments of stenosis /occlusion is reported to be surgical angioplasty and catheter treatment with balloon angioplasty/ stent implantation. When catheter treatment is uncertain, surgical repair should be performed. As an individual patient was discussed in this article, the following complaint was generated and is related to this publication: (B)(4).

Manufacturer narrative:
Article titled: "latrogenic common femoral artery occlusion caused by a suture-mediated closure system: a case report." Date of event estimated. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of infection, hematoma, hemorrhage, occlusion, pseudoaneurysm and thrombosis are listed in the electronic proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the information reported through the research article, a definitive cause for the reported patient effects of infection, hematoma, hemorrhage, occlusion, pseudoaneurysm and thrombosis and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.